Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the "balloon exploded during use". It was reported there was no patient injury or consequence. There was no report of medical intervention.

Event description:
Customer complaint alleges the "balloon exploded during use". It was reported there was no patient injury or consequence. There was no report of medical intervention.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, five pieces of representative samples were retrieved from the current production lot at the manufacturing facility. A visual exam was performed on the representative samples and no defects were observed. The cuffs of the representative samples were then inflated to maximum pressure using a calibrated endotest. None of the cuffs burst even when inflated to 120mbar. The cuffs of the current production samples were then inflated to maximum pressure using 20ml syringe. None of the cuffs burst. It is stated in instructions for use (IFU) not to overinflate the cuff. There is no physical evidence of failure as no sample was returned for investigation. Without the device to evaluate the complaint could not be confirmed and the probable root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.